Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a sensor anomaly. Customer's blood glucose level was 162 mg/dl. Customer advised that the sensor fractured inside of their body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor broken. Missing broken part.